Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an implantable baclofen pump for an unspecified indication for use. An operative note was provided regarding a procedure performed on (B)(6) 2013 indicated that the pre-operative and post-operative diagnosis was the need for completion of pump plumbing. The pre-op diagnosis was multiple sclerosis. They were reopening the prior incision with tunneling of a baclofen pump catheter. It was further noted that a baclofen pump was being placed with intraprocedural need of tying off pump setting for arrival of secondary equipment piece with a repeat operation. The pump was processed on the back table and implanted. Attention was then turned to placing the retaining stitching on the other catheters. Upon the immediate initial evaluation, a small drop of fluid was noted to be coming from the catheter. It was noted that there was a small incision into the side of the catheter. This did not allow enough catheter utilization for implantation into the pump. Multiple attempts were made at corrective action, but it was clear that this was not going to be able to be done without an adjustment piece from the pump which was not readily available. As such, a decision was made to sew the pump into place. The tubing was clamped off at the pump and from the patient¿s spine so that they did not have any spinal fluid leak. Once this was completed, everything was put into place and the wound was stapled shut and dressed appropriately. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the hcp. The patient¿s weight at the time of the implant procedure was reported. It was reported that the first catheter was implanted successfully with no sign of an issue. It was reported that there was a line, described as like a weld line, along the length of the catheter. Multiple spots along the line were found to be leaking csf. It was noted that this part of the catheter had not been exposed to any sharp objects and had not passed through the needle. It was reported that trimming the catheter would not solve the issue and the catheter was removed. A second catheter showed the same structural integrity issue as the first one, but it could be partially trimmed. A third catheter was not available during the procedure. The pump was implanted as usual. The patient was brought back in on the same day after the rep had obtained another catheter and a splicing kit. The third catheter also appeared faulty at the distal end but was spliced into the previously implanted catheter. There was no sign of any csf leak. It was reported that the hcp followed up with the patient on the on (B)(6) 2013 and there were no signs of any issues related to the unusual placement. It was reported that the hcp thought it was a possible manufacturing issue in the 2 catheters and that it didn¿t seem to be caused by a surgical issue.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# unknown, product type: catheter; product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.